Manufacturer narrative:
Pt demographics were not available at the time of this retrospective report. Medtronic tech services walked site through flipping the images and changing inverted views over the phone. The site continued the surgery with navigation. There was no impact on pt outcome. A software investigation found that the reported event was related to a training issue.

Event description:
Site called to report difficulty with images flipped and trajectory view being inverted. No impact to pt outcome reported.